Event description:
Sorin group (B)(4) received a report that the touch screen became unresponsive after the procedure was complete. The clinician was unable to change any of the settings. There was no report of patient injury.

Manufacturer narrative:
Sorin group (B)(4) manufactures the sorin c5 system. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group deutschland. Sorin group deutschland received a report that the touch screen became unresponsive after the procedure was complete. The clinician was unable to change any of the settings. There was no report of patient injury. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.